Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the hospital staff found during the operation that the cortical fixation screw in question had already been broken. A provided photo shows that the screw¿s inner saddle component was dislodged within the screw head. The affiliate reports the screw may have been damaged before use. However, it is not positively known when/where the dislodgement/breakage occurred. Affiliate reports no piece was left in the patient¿s body. There was no surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
The viper 5.5 ti cortical fixation screw 6x45mm was returned for evaluation. Visual inspection revealed that the screw cap had been separated from its intended position. Additional inspection noted that indications of swaging were present on the tulip head confirming that the cap of the polyaxial screw was assembled as intended. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the viper 5.5 ti cortical fix cannulated screw was conducted on the product family from this complaint file because of a similar top loading geometric design and functionality of the tulip head. This analysis found no related complaints for saddled dislodgement before implant use. The root cause cannot positively be determined. It is not known when/where this fault may have occurred however the screw may have been subjected to a higher than anticipated force. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this implant that could have contributed to the problem reported by the customer. No systemic trend has been observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.